Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized for the event. On the same days as the onset, the patient was treated with fortum and vancomycin (1 gram once daily [od], route not reported) for peritonitis. The patient was still in the hospital and receiving treatment for the event of peritonitis. The patient had not recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.